Event description:
The hub of the glass syringe broke while the clinician was transferring the oil from the original syringe to a plastic syringe with compatible tubing to the accurus machine. The clinician was checked for injury and the field was checked for contamination. No injury or contamination were found.

Manufacturer narrative:
Visual inspection of the returned unit found the tip of the syringe was broken off from the barrel. The fact that the plunger has been moved down completely and the syringe has been emptied demonstrates that the syringe was unbroken when the clinician attempted to transfer the oil to the plastic tubing. We are unable to determine the amount of force used that may have resulted in the breakage of the tip. The instructions for use do not instruct the user to transfer the oil to a plastic syringe.